Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-24. H.6. Investigation summary: bd received 1 photo and 20 returned samples for investigation. The photo was reviewed and red cell hang up was observed; fibrin was not observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample and red cell hang up. The following information was provided by the initial reporter. The customer stated: "after centrifugation the gel doesn¿t properly separate the serum from blood cells. A fibrin-net has been appeared in serum. Because of this issue it is continuously stuck the instruments in operation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample and red cell hang up. The following information was provided by the initial reporter. The customer stated: "after centrifugation the gel doesn¿t properly separate the serum from blood cells. A fibrin-net has been appeared in serum. Because of this issue it is continuously stuck the instruments in operation."